Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2021-00699. Additional information gathered via follow-up revealed the lead that showed high impedance was explanted and replaced to provide resolution. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was replaced/liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2021-00699. It was reported the patient began to receive ineffective therapy due to high impedance being present on one of their leads. X-rays were taken but the results were deemed inconclusive. Reprogramming was able to provide effective therapy, but the patient plans to undergo surgical intervention. Note: both of the patient's leads are being reported because its unknown which lead is liable.